Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) would not power on when it was tested with 3 batteries" was not confirmed during the functional test or archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Upon visual inspection, the front enclosure was observed cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling such as a drop. The front enclosure was replaced to remedy the observed issue. A review of the autopulse platform archive was performed and showed no significant discrepancies or error messages on the customer's reported event date. The autopulse platform passed the initial functional test without any fault or error. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.

Event description:
During device check, the autopulse platform (sn (B)(4) wouldn't power on when it was tested with 3 batteries. No patient involvement. The batteries were verified functional on another autopulse platform.